Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The doctor advised to start an unknown antibiotic(s) treatment right after the effluent analysis and culture tests were performed. The patient was treated with tobrag 40mg (frequency and route not reported) and fortum 1gm (frequency and dose not reported). The fortum was in one bag that was started when the patient first experienced peritonitis. The outcome of the peritonitis was unknown. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up medwatch will be submitted.